Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that services were not running. The structured query language (sql) service had been stopped and was restarted. Data sync was up to date. Monitoring confirmed normal operation, and the case can be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user requested access to server logs due to synchronization issues and a report that a login occurred using the cnfadmin account. The customer was unable to provide a specific timeframe for the login. Additionally, the server was integrated with emr and ehr systems, and it was noted that recent changes were made to the vpn configuration. However, there were no delays or adverse events or injuries reported based on this event.